Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID (B)(4), lot# serial# (B)(4), implanted: 2015 (B)(6), explanted: 2016 (B)(6), product type lead product ID (B)(4), lot# serial# (B)(4), implanted: 2015 (B)(6), explanted: 2016 (B)(6), product type lead product ID (B)(4), lot# serial# (B)(4), implanted: explanted: product type recharger product ID (B)(4), lot# serial# (B)(4), implanted: explanted: product type programmer, patient. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed to have their implant reprogrammed because it was affecting her legs and not part of her like it was before. The implant was helping with the patients pain. The patient had been losing her balance and did not know if it was possibly due to the implant. Additional information was received from a consumer on 2016(B)(4) reporting that a revision was done due to issues with stimulation. The ins quit working and was not recharging. The leads were revised and several reprogramming sessions were done and the stimulation never worked for the patient so they chose to have it removed. The implantable neurostimulator (ins) and leads were removed. The issues had started a couple of months after implant in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.